Manufacturer narrative:
The power switching board was returned to the manufacturer for analysis. No problem was reported with power switching board. The image acquisition system (ias) computer upgrade required power switching board upgrade. Installed power switching board in the imaging system. The system readied, communication, and all peripherals were functional. 2d and 3d imaging were successful. No problem found. The device was found to be fully functional with no problem found.

Manufacturer narrative:
The suspect computer for the imaging system was returned to the manufacturer for evaluation. Testing found that an error occurred in the initial start up due to a poor cmos battery. Following replacement of the battery, a clicking noise was heard emitting from the hard drive.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that they replaced the power switching board and the imaging system computer to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect computer and power switching board have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system computer was not starting up. No additional information was provided. There was no patient present when this issue was identified.